Manufacturer narrative:
Date of death is reported as 2017. The death was reported to be a cardiac death. The investigator assessed the event as not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure an endeavor sprint drug eluting stent was implanted in the lad. At an unknown date patient expired, site came to know about patient death. The cause of death is unknown. Investigator assessed that the event is not related to the study device.